Event description:
It was reported that the ilet lost signal from the paired dexcom g7 sensor while the dexcom mobile app continued to display glucose readings, indicating a communication failure between the ilet and the cgm transmitter. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated dosing with a dosing stops soon notification. Investigation included phone-based troubleshooting and education, including re-entering the g7 pairing code and advising that reconnection could take up to 30 minutes. Investigation of this case revealed a probable intermittent bluetooth connectivity issue between the ilet and the dexcom g7, with no evidence of sensor failure or receiver conflicts, and the issue was addressed by re-establishing pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with external connectivity factors.